Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 09-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 150 mcg) via an implantable infusion pump. It was reported that during a pump replacement the catheter could not be aspirated so it was replaced. It was noted that the device was explanted.